Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during a laser assisted cataract procedure, the control set points for the circle scan had to be placed manually. The reporter indicated there was a sub incisional adhesion that lead the capsule bag to break. Additional information received indicated the surgeon aborted the procedure and did not finish removing the cataract. The surgeon referred the patient to a specialist.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Pre-positioning is a functionality that is provided as a convenience for the surgeon who is required to evaluate the overlay positions and performing manual adjustments, where needed, prior to continuing with the treatment. The reporter indicated the scanning overlays were not set automatically due to thickness of the patient lens. The lens thickness interfered with the illumination for the scanning process. No further issues were experienced before or after this reported case. For the capsule break, there was insufficient evidence to support the laser having an effect on the adhesion of the cortex to the capsule wall. Based on the information obtained, the root cause of the overlay issue can be attributed to patient anatomy. Based on the information obtained, the root cause of the reported capsular break cannot be determined conclusively. (B)(4).